Event description:
The patient experienced muscle contractions associated with a lead fracture. The ins was turned off, the contractions resolved, but her symptoms of gastroparesis returned. She underwent surgical intervention to replace the leads. An endoscopy was performed to ensure the leads had not transgressed the lumen of the stomach; they had not. Only the leads were replaced. Once the new leads were implanted, the ins was interrogated, reprogrammed and left in the "on" position. There were no complications and she tolerated the procedure well.

Manufacturer narrative:
Lead: model 435135, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, lead: model 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).